Event description:
It was reported during the implant procedure that the physician did not believe the stylet was going all the way through the lead. The lead was not implant and there were no reported patient complications as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection.